Event description:
(B)(4). I was implanted with a medical device implant called essure in 2007. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is 624474. My model number is ess205. This device has a three year shelf life; however, I do not have that expiration date. Chronic fatigue, broken bones, vitamin d deficiency, shingles, currently a punctured uterine wall, headaches, bacterial vaginosis, yeast infections, uncomfortable sex.